Manufacturer narrative:
Retainer = black, case type = ngp. Customer returned pump for an alleged pump error 38 alarm, cosmetic damage located at the battery compartment, and a failed battery test found on 21-nov-2022. The pump passed the self test. While performing the rewind test, pump error 38 was noted. Pump failed the rewind test. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to failed rewind test. P-cap locks properly into the reservoir compartment. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump error 38 alarm was found in the history files on event date of 11/21/2022 22:07:46.000. Pump was cut open to perform visual inspection and found moisture damage on the home switch. The following were noted during visual inspection: scratched case, missing display window/cover, stained keypad overlay, cracked case (battery tube), pillowing keypad overlay pump error 38 was confirmed during testing due to moisture damage on the home switch. Cosmetic damage confirmed at the battery compartment. Failed battery test not confirmed during testing. Additional information has been received which was not included with the initial report. The information has been provided in section b5 with this report. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Customer was not able to clear the alarm. Customer reported keypad anomaly and crack on battery compartment. It was reported that the insulin pump was returned for analysis.

Event description:
Information received by medtronic indicated that the customer reported that insulin pump had no motor movement or negligible movement. Retries to free a stuck motor failed and the battery failed to alert. Troubleshooting was performed but the issue was not resolved. No harm requiring medical intervention was reported. The customer discontinued using the pump and the pump was returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.